Manufacturer narrative:
The returned plc75 stapler was found to have a cracked housing in the area of the gearbox. The cause of the crack was unknown. Device is reusable and has no expiration date. The issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted.

Event description:
In a gastric bypass revision procedure, after a plcr75g reload had been fired via a plc75 stapler, it was observed that the device had only partially transected the tissue. This happened twice, with 2 plcr75g reloads. The procedure was completed by use of another plc75 and plcr75g.